Manufacturer narrative:
(B)(4). No related complaint received with return of device. Failure observed during analysis. A partial lead with the distal tip measuring 51.5cm was returned for analysis. Internal insulation abrasion was noted at 9.7-11.1cm from the distal tip. Internal insulation abrasion under the svc shock coil was noted at 24.7-25.1cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.